Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2011, with a defibrillation lead bs guidant reliance 0185 - sn (B)(4). Noise oversensing episodes were observed in device memory upon a follow-up performed on 07 mar 2011. These episodes exhibit 8hz noise pattern that could be related the minute ventilation sensor (phd algorithm was programmed on). To avoid oversensing, the physician programmed v sensing to 1mv and released the patient home. Recommendations were provided to the physician suggesting to switch phd off and to reprogram sensitivity to its previous value. This was scheduled for next follow-up ((B)(4) 2011). It should be noted that neither atp nor shock therapy was delivered due to this oversensing.